Event description:
It was reported that during a rm suture surgery the device does not run smoothly when it was used the first time. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-8500obe batch number 15115612 was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection that the hub connector/attachment was broken off. The most likely reason the device was not performed as intended. Use error.